Manufacturer narrative:
Upon investigation, the device successfully passed cavity integrity assessment and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the cavity integrity assessment would not pass upon insertion of the first device. The physician viewed the patient cavity and did not see a perforation. A second device was inserted and again cavity integrity assessment would not pass. Trouble shooting methods allowed the device to pass cavity integrity assessment to pass on the second try with the second device. "Almost right away [they] got a vacuum alarm. Tapped vacuum relief valve, 2nd alarm. Tapped again. 3rd alarm." The doctor noted that there was a lot of tissue in the cavity prior to ablation and that fluid/blood was leaking through the vacuum relied valve as well as filling up in the collection cannister. A third device was opened and the physician viewed the cavity again due to concern for perforation. Later the doctor mentioned that she "felt the perforation with the third device and thinks that the patient may have had a weak area at her fundus." The physician performed a diagnostic laparoscopy to confirm a small perforation at the fundus of the patient uterus. The perforation was sewed up and the patient is doing well.